Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shocks. It was noted that the device may have been reprogrammed. Further information was requested however, was not provided.